Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. The cac adapter was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device could not be performed since the device was not returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller ac adapter would intermittently lose power. There were no issues identified with the c connections. The device was removed from service with no reported patient consequences. No further information was provided.